Event description:
It was reported that the patient was experiencing pain at the ipg site and inadequate pain relief. It was also noted that the patients remote control reads high impedances. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted ipg and leads will not be returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 7075081/7074985.